Manufacturer narrative:
Concomitant medical devices: 407652 lead implanted: (B)(6) 2016.

Event description:
It was reported that the patient went to the emergency room, with the patient having felt lightheaded and dizzy intermittently for the past month. The patient also experienced syncope. Pauses in pacing and no ventricular capture were noted. Upon opening of the pocket, loose setscrews were noted in the device header. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.